Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision on (B)(6) 2009 using silver nitrate. During the procedure a longer abutment was placed. A skin revision was once again performed on (B)(6) 2014 due to skin overgrowth. On (B)(6) 2014 the abutment was again replaced with a longer abutment.